Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm xience v stent was successfully implanted in the proximal right coronary artery. On (B)(6) 2014, the patient experienced angina. On (B)(6) 2014, an imaging stress test was performed. On (B)(6) 2014, the patient was hospitalized. On (B)(6) 2014, a diagnostic coronary angiogram was performed and percutaneous coronary intervention was performed in the proximal right coronary artery within 5mm of the implanted xience stent, resolving the event. Reportedly, the patient has been compliant with aspirin and clopidogrel regimen. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: xience v stents (4.0x12, 2.5x28, 3.0x18), aspirin 80 mg daily, clopidogrel 75 mg daily. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.